Event description:
The facility's biomedical engineer reported an infusion pump with a 550 failure code that was found during biomed testing. The biomed stated that there has been no report of any pt incident involving this pump since the last baxter service event.